Event description:
It was reported that the zeta stent restenosed. The implant date is unk. An attempt was made to treat the restenosis with a voyager, but the balloon would not cross. The procedure was abandoned. No add'l info was available.